Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 207 mg/dl, 114 mg/dl, 181 mg/dl, 216 mg/dl, 219 mg/dl, 196 mg/dl, 138 mg/dl. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.